Manufacturer narrative:
The device was received for evaluation. During functional testing, under infuses intermittently was not reproduced. Evaluation sent the device for flow rate testing at a rate of 40ml/hr with a vtbi of 40 and delivered at 39.204 which is error percentage of -1.99%. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue . A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump underinfused intermittently during unspecified process. There was no report of patient injury or medical intervention associated with this event. No additional information is available.